Manufacturer narrative:
A visual inspection was performed on the returned device. The reported mechanical jam was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case the garage leaves dug into the sheath and shaft, this appears to be related to device angle changed during thumb advancer/slider stroke thus contributing to the reported difficulty deploying the thumb advancer. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se device after an interventional transfemoral carotid artery stenting (tfcas) procedure. Reportedly, a sufficient nick and spread was performed at the beginning of the procedure. The green sheath was unable to split due to resistance with the thumb advancer. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.